Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that non-sustained right ventricular oversensing (nsrvo) determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. The clinician opted to monitor the patient. The patient was stable and reported no symptoms or consequences.